Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 7 infusion set fell off event on 21-april-2024, 09-may-2024, 21-may-2024, 27-may-2024 and 30-may-2024. The infusion set had been in use for few hours for all events. Patient replaced infusion set and resumed insulin successfully. No further information was available.